Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04980. It was reported the ipg was taking too long to recharge. It was not determined if the recharge burden was within normal limits. In addition, the pt was not received the wanted stimulation in the back and legs. Follow up identified the physician replaced the lead and the ipg. It was reported the stimulation was restored postoperative.